Manufacturer narrative:
(B)(4). The customer reported that on (B)(6) 2012, at around 3 am, the monitor did not alarm for low invasive pressure resulting in a serious injury to the pt. The pt received treatment after a red asystole alarm occurred. The pt was treated with CPR and survived. Philips is in the process of obtaining add¿l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that on (B)(4) 2012, at around 3 am, the monitor did not alarm for low invasive pressure resulting in a serious injury to the pt. The pt received treatment after a red asystole alarm occurred. The pt was treated with CPR and survived.